Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing. Pacing inhibition was not observed, and the patient had an underlying rhythm. Sensing and pacing impedance measurements were stable and within range. Noise continued to be observed, and about three years later a revision procedure took place and this rv lead was capped and replaced. No additional adverse patient effects were reported.